Event description:
It was reported to medtronic neurosurgery that the codman bactiseal catheter leaks when plugged into the duet system.

Manufacturer narrative:
(B)(6) returned (B)(4) unused units from the same lot as the reported incident. All (B)(4) duets met specification for luer taper. The luer locks were connected to a sample codman edm luer catheter connector to reflect the hospital's set-up. All units passed the leak test at this connection. Therefore, the conditions of this complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported leakage. A review of the manufacturing records showed no anomalies. No impact to the pt was reported.